Manufacturer narrative:
H4: the lot was manufactured from march 26, 2020 - march 27, 2020. H10: the device was received for evaluation. A visual inspection with magnification was performed and did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed, and no damage or brown foreign material was observed around the connector and cap areas. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a brown foreign material was observed in the fill port of a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to patient use. There was no patient involvement. No additional information is available.